Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photograph(s) for the device related to the reported event of rupture was reviewed on 23-july-21. Visual analysis of the photographs identified device patch with lot (or catalog) number (it is not possible to confirm batch number and catalog) broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: underweight, broken shell and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment was of a broken sharp in the posterior side assessed as unidentified (tear) opening and missing piece of the shell assessed as inconclusive.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.